Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. The insulin pump was also received with cracked case at the display window corner and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 148 mg/dl. Troubleshooting was not performed. The device was returned for analysis.